Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure due to medication jam. A field service engineer ran the hardware testing application to release mini drawer 4.12 and removed a medication jam. Drawer recovery was successful thereafter, and the hta test was run and passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not opening medication seemed to be stuck and was preventing the drawer from opening the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.